Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The biomedical engineer reported that one of their respirator tech (rt) was complaining of burning smell. The biomedical engineer contacted product support and reported that he found on the main board at the bottom with a burnt capacitor . The biomedical engineer requested for the cost and part number of the cpu board. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The biomedical engineer reported that one of their respirator tech (rt) was complaining of burning smell. The customer reported that the unit was not in use on patient.